Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as due to a handling error. It was not reported if the patient was hospitalized for the event. The patient was treated with injection of ceftazidime (500mg/l loading dose, route and frequency were not reported) and vancomycin (500mg/l loading dose, route and frequency were not reported), ceftazidime (125mg/l, maintenance dose, route and frequency were not reported) and vancomycin (50 mg/l maintenance dose, route and frequency were not reported) for peritonitis. Dianeal therapy was ongoing. At the time of this report, the patient recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.